Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no occluded anomalies were observed during analysis. The reservoir was connected and locked in place properly.

Event description:
It was reported that the customer attempted to push the insulin out manually. The fixed prime test was performed and the insulin did exit. The caller mentioned that the customer was vomiting and hospitalized due to high blood glucose. It was stated that the customer changed the infusion set and site several times, and the blood glucose did not drop. No further information was provided.